Manufacturer narrative:
The device was not returned to olympus at this time. Since the subject device was not sent to the legal manufacturer, investigation was carried out based on available information. The root cause could not be established. However, it is unlikely that the reported phenomenon occurred due to a malfunction of the subject device. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The DHR confirmed that the subject device was shipped in accordance with the specifications. As a result of checking complaints in the past one year from the occurrence date of this complaint, the subject device had no repair history. Olympus will continue to monitor the field performance for this device.

Event description:
The user facility reported to olympus that the evis exera iii video system center was installed on top of the evis x1 video system center as a hybrid system to use the evis exera ii ultrasound gastrovideoscope for an endoscopic ultrasound-guided fine needle aspiration. Before the procedure started, the lamp/light would not turn on despite several troubleshooting attempts by the nurse, which included disconnecting and re-connecting the scope, checking the output on the monitor, and checking for loose cables. The patient, who had just been under sedation, exhibited difficulty breathing and severe apnea at this time. Consequently, the patient was re-intubated and placed under heavier sedation, which took about 10 to 15 minutes. A field service engineer advised to do a master reset of the evis exera iii, but the nurse found it difficult to do so. The nurse attempted to use another video system center, but this was one had a faulty videoboard causing no image when a scope is connected and could not be used. The procedure was eventually completed using a similar device after about a 45-minute delay. The patient remained in stable condition under extended sedation. There was no further harm or user injury reported due to the event. (B)(6) reports the evis x1 video system center. (B)(6) reports the evis exera iii video system center. (B)(6) reports the evis exera ii ultrasound gastrovideoscope. (B)(6) reports the second evis exera iii video system center from the emergency stack.